Manufacturer narrative:
This device is import for export, therefore 510k is not applicable. However, similar model is available for sale in the us eg36-j10-us with 510k-k200090. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video ultrasound scope eg36-j10ur. In the event reported the user stated the device has no image - ccd defect, ift loosened. This defect was detected in the workshop during inspection. There is no adverse event reported with this complaint. No additional information was provided.